Event description:
It was reported that the caller observed ventricular high rate episodes with very short, irregular intervals consistent with noise. Similar issues were observed with the atrial lead. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52 implantable pacing lead implanted: (B)(6) 2005. (B)(4).